Event description:
Patient presented with reduced vision that was not correctable with glasses. She reported that her last exam was over 3 years ago and was currently getting her glasses online without a prescription from https://www.hubblecontacts.com. The lens was not a good fit for either eye and was causing inflammation to the front surface. Her best correction was not 20/20 anymore and she was seeing double. Currently under rehabilitation to fix her cornea due to the improper fitting of the lens. FDA safety report ID # (B)(4).